Manufacturer narrative:
Examination of the submitted device found evidence of burnishing on the fixation surface suggesting device loosening in vivo. Patient medical records were provided and reviewed by a depuy medical professional. From a medical perspective, based on the very limited medical record information available, it is not possible to determine if the complaint is product related. A worldwide complaint database search found no other related reported incidents against the product/lot combination since release for distribution. It is unknown if the noted device loosening was due to the reported patient trauma. No evidence was found indicating product error was a contributing factor to the reported patient trauma (fall). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of tibial parts of s-rom noiles knee prosthesis after patient suffered a fall in (B)(6) 2015. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to due to persistent knee pain. The patient was also experiencing painful instability as well as recurrent effusions. Upon revision the tibial construct was found to be loose.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 17 july 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had osteolysis. There is no new information that would change the existing MDR decision. The complaint was updated on: 07/28/2016.